Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited inappropriate shocks which lead to therapy exhaustion due to atrial fibrillation (af) episodes treated as ventricular tachycardia (vt) episodes. Boston scientific technical services (ts) discussed detection enhancements and noted that the device functioned as programmed. The af was believed to be a new onset and the patient was being pharmaceutically rate controlled in the hospital and the physician planned to treat the arrhythmia with medication going forward. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.